Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to a tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. Reportedly, "initial lens got damaged while injecting into the eye. Aborted the surgery as soon as the damage was noticed. Second lens implantation went of very well." On (B)(6) 2022, the replacement lens was implanted and the problem was resolved. Cause reported as unknown .list wip = "parent#" part_no raw_serial.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem b5: describe event or problem- should omit: .list wip="parent#"part_noraw_serial. D4: model number- vicmo12.6 should be corrected to vicm5_12.6 d4: expiration date- add 30-apr-2025. H6: health effect impact code: 4627 should be corrected to 2199. Claim#(B)(4).